Event description:
The customer reported that they had an incident of a blood leak on dialyzer but the machine did not provide a blood leak alarm. Facility's biomedical tech stated that about 5 mins into treatment there was a visible blood leak from the dialyzer into the dialysate lines. The dialysate effluent line at the drain line of the machine tested positive for a blood leak using a hemostick. The pt's treatment was stopped and blood in the extracorporeal circuit was not returned as per the facility's policy for the dialyzer blood leaks. The estimated blood loss for this incident is 249 cc. The pt continued treatment on a different machine.